Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. .

Event description:
It was reported that after completion of a da vinci-assisted endometriosis resection procedure, the patient was found to have suffered an injury to the sigmoid colon. The initial procedure was performed on (B)(6) 2025 and no injuries were identified during the procedure. The patient was discharged the same day with no known issues. On post-operative day #1, the patient was re-admitted to the observation unit for abdominal pain. A CT-scan showed no clear cause for the abdominal pain. The surgeon was unclear on the cause of the onset of abdominal pain, but the patient progressively got worse until a second CT-scan resulted in a re-operation on (B)(6) 2025. Succus, intestinal fluid, was noted in the abdominal cavity upon entry. General surgery was called in and the patient underwent a sigmoid resection with colostomy creation. An additional procedure to drain abscess pockets was performed on (B)(6) 2025. The surgeon did not know an exact cause of the injury or how the bowel perforation developed. The suction irrigator instrument was utilized to retract the bowel in the initial procedure, and the surgeon suspects this may have injured the bowel without notice. The surgeon also mentioned a trocar injury as a possibility, but saw no signs of this in the initial procedure or in subsequent procedures. No arcing was noted from the monopolar curved scissors (mcs) instrument in the initial procedure. At this time it is unknown the exact cause of the bowel perforation. No videos or photos are available for review.